Event description:
It was reported that the patient has taken their heart rate with three different monitors and it was 44 beats per minute. The device is programmed to a rate of 60 beats per minute. Patient also states that it is harder to increase his heart rate with exercise. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.